Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient does not have effective therapy as they only have one contact that was functioning. Surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs lead's explanted, replaced, and therapy was restored.

Event description:
Related manufacturer report number:3006705815-2023-03412. It was reported that the patient was experiencing auto-reducing from their scs leads. Further diagnostic checks indicated that the patient's leads had high impedances on all but one contact. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.